Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on reservoir lip ring. The customer reported that the reservoir was not able to lock in place. Customer was not getting any insulin delivery with her pump after troubleshooting insulin was exited. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. Device received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.